Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had changed the infusion set but was still experiencing high blood glucose. The buttons on the insulin pump were also getting hard to press. The customer was then hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of the hospitalization was over 600 mg/dl. They were still currently at the hospital at the time of the call. The customer was off the insulin pump for more than 48 hours prior to the hospitalization. Troubleshooting was performed. It was noted that the customer had no delivery alarms in the alarm history. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The device will not be returned for analysis.